Manufacturer narrative:
A2. Patient age at the time of event is unknown. A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a male patient with a pre-support clinical state consistent with scai shock stage d underwent impella cp support via percutaneous femoral arterial access during aortic valvuloplasty. A red alarm was reported due to pump malposition involving the ventricle/aorta. The alarm occurred suddenly while no interventions, patient manipulations, or support level changes were being performed, and no change in the depth marker reading was noted at the time of the event. In response, the depth marker was assessed and pump position was evaluated by echocardiography. Repositioning attempts were performed; however, the pump position could not be successfully maintained, and the device was ultimately explanted. No adverse health effects were reported in association with the event. The patient survived to explant. The event resolved with device explantation and no reported harm to the patient.